Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt received the scs system and postoperative programming was unable to provide stimulation. The physician decided to reposition the lead. On (B)(6) 2012 the lead was repositioned, and it was reported the pt received effective stimulation postoperative.